Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged particles in the device. The patient alleged nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. The patient alleged nasal irritation, sore throat. There was no report of seroius or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: air outlet port had a white liquid/water stain in it. Unknown white and black abatement foam, at the air inlet of the blower box. Also, there were tiny gray and black hais/fibers, at the inlet of the blower box. Dust-like contamination on top of the blower motor and the blower motor seal. Potential mineral deposite spots on the bottom of the blower motor and inside the blower motor, indicating potential water ingress. Tiny unknown black (inconsistent with degraded sound abatement foam) and white specks of contamination on the bottom the blower box. Fitt (foam integrity test tool) and the associate procedure ER 224560 v01, was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit.